Event description:
It was reported that the device was removed due to pt dissatisfaction, fluid loss, and the device was deactivating spontaneously.

Manufacturer narrative:
Add'l: catalog# 72402106, 72402287; sn # (B)(4); expiration dates: 02/28/2013, 07/11/2013; manufacture dates: 02/2008, 07/2008. The returned and evaluated balloon and pump performed within specs. The cuff was leaking from wear at a fold. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.